Event description:
It was reported that the surgeon attempted to insert a 12.6 mm micl 12.6 implantable collamer lens but the lens tore. There was patient contact but no injury.

Manufacturer narrative:
H6: lens work order scearch. Visual inspection of the returned product found the lens optic and both haptics torn, with pieces missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.